Event description:
It was reported that a patient's pacemaker failed to connect to their home monitor through rf telemetry. During the hospital visit on (B)(6) 2022, the pacemaker failed all telemetry tests and magnet response tests. It was suspected that the pacemaker's battery had died prematurely, as the most recent merlin transmission from (B)(6) 2021 gave 10 more years of lifespan. The generator was explanted and replaced on (B)(6) 2022. The patient was reported as stable after the procedure.

Manufacturer narrative:
The reported events of premature battery depletion and failure to interrogate were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.